Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. Manual articulation was performed with no issue detected. Based on the investigation results, customer-reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a training/demo of the da vinci system, the tip-up fenestrated grasper instrument was not recognized. There was no report of patient involvement.